Event description:
The customer's husband reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer's husband stated that the customer over bolused by giving herself an additional five units of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.